Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer discovered that the o2 sensor they are currently using is from maxtec, thus it was advised for them to purchase an o2 sensor from vyaire and see if that fixes the problem. The customer was provided with the case number and advised to update if there will be any other problems after changing the sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.

Event description:
It was reported to vyaire medical that the avea ventilator is alarming high fraction of inspired oxygen (fio2) when set at 100%. The customer confirmed that there is no patient associated with this reported event.